Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection manifested by cloudy drain. The patient was hospitalized for the event and was currently transferred from hemodialysis. The cause, treatment, patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.